Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) was implanted yesterday and felt a little achy down in the vaginal area so wanted to decrease stimulation. The pt stated the healthcare provider (hcp) told them they should be making adjustments to stimulation every day. The pt had to get up three times last night to urinate but thinks it's just because they are adjusting it right now. The pt was given marcone and hydrocodone pain meds for post implant pain but they were not sure how much to take being that pain killers can cause constipation. The pt later stated they could take the bandages off today but the pt had post-surgical swelling. The pt stated they had to decrease the stim as it felt too strong for them. The issue was reported to be resolved. Additional information received from the patient reports the circumstances that led to the stimulation that felt too strong was the patient thought she was having either a kidney infection or a uti (urinary tract infection). The stimulation that felt too strong had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.